Manufacturer narrative:
A correlation between the device and the reported multi organ failure could not be determined. The pump was not returned to the manufacturer for evaluation.a review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that approximately 5 weeks post-implant the pt expired. The reported cause of death was multi organ failure.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.